Event description:
It was reported that a neonatal patient underwent a procedure to correct an anorectal anomaly on an unknown date and suture was used on the abdominal wall. Less than seven days later, the patient experienced a complete and premature dehiscence of the aponeurosis. Also, the hospital suspects that the staff stapled the suture package before entering the operating room. Additional information was requested.

Manufacturer narrative:
(B)(4): it was reported that the specific surgery was an urgent open colostomy procedure performed on (B)(6) 2013. The suture broke the next day, the wound dehisced and either eviscerated or herniated. On (B)(6) 2013, the patient underwent a reoperation to re-close the aponeurosis. Currently, the patient is well.

Manufacturer narrative:
(B)(4) - wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.